Event description:
Severe 3 vessel disease/congestive heart failure patient for iabp placement pre-op. Iabp placed (sheath) without incident. Poor augmentation and waveform shortly after insertion. Initial balloon inflation and placement was verified under fluoro. Plysician recheck with fluoro after usual troubleshooting failed to correct. Balloon distal 1/2-1/3 not inflating prior to exchanging out for new balloon (fidelity 406 8fr by datascope) blood was observed in balloon lumen second iab functioned without fail. Patient did require CPAP respiratory support during delay.